Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of insulin pump buttons not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was reported that the insulin pump had recurring no delivery alarms. The customer was assisted with troubleshooting and advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.